Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to a urethral erosion that resulting in the patients incontinence to return. The aus cuff, pump, and balloon was explanted on an unknown date over a year ago. On (B)(6) 2021 a new aus cuff, pump, and balloon was implanted. The patient fully recovered following the procedure.